Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) has reviewed the customer information provided and the instrument data. No product problem was identified. Review of the instrument data cannot conclusively rule out an instrument related issues. There is no indication or reports that any other samples were affected. The cause of the event is unknown. The system is operational. The device is performing according to specifications. No further evaluation of device is necessary.

Event description:
A discordant potassium (k) result was obtained on a patient sample on a dimension vista® 500 system. The discordant patient result was reported to the physician. Two samples were drawn from the same patient at the same time and processed on the same dimension vista® 500 system. The customer did not indicate which result was determined to be correct for this patient. The customer reported both potassium results from the two samples drawn at the same time for that patient to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant potassium result.